Event description:
Note: date of event and procedure dates are unknown. It was reported to boston scientific corporation on (B)(6), 2009 that a extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during the procedure, the balloon ruptured prematurely while attempting to remove stones out of the bile duct. No part of the balloon detached inside the patient. The procedure was completed with another extractor rx retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
According to the complainant, the suspect device was disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. (B)(4).